Event description:
Report received of the set disconnecting at the luer connection of the tubing to the clave valve. The patient had received two bags of an unspecified IV hydration solution without difficulty. Then, the patient received therapy with taxol. During the taxol therapy, the clave port spontaneously disconnected from the luer connection with the tubing set and approximately a 6-inch circle of taxol mixed with blood spilled onto the patient's shirt and pants. It was reported that the taxol probably came in coantact with the patient's skin. There were no reported adverse patient effects and no medical interventions were required. The tubing set was changed and therapy was resumed without further difficulty. Although requested, no additional information was available.